Event description:
IV fluid bag (baxter) .9 nacl noted to have white spots to posterior side of bag. Concerned about potential portal for contaminants through pvc. Manufacturer response for IV fluid bags, (brand not provided) (per site reporter): awaiting follow up testing of sample for purity.